Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 200 ohms. Technical services (ts) discussed possibility of performing a sync max energy shock to test shock impedance measurements. The health care professional (hcp) will follow up with physician to determine next course of action. This rv lead remains in service. No adverse patient effects were reported.